Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed minor scratches along the length of the instrument along with a fractured tip; therefore the complaint is confirmed. The most likely cause was determined to be excessive force experienced at the tip. The device history records were reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported the #301 elevator broke at the tip during a procedure. The broken tip was retrieved from the patient's mouth and there was no delay that exceeded thirty minutes.